Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the ins shut itself off while going through airport security a couple times in the past. The patient was unable to recall exact dates and mentioned he now just bypasses airport security. The patient mentioned one occurrence was right after they received their first ins but was unsure of the date/timeframe of other occurrences. No further complications were reported/anticipated.